Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 28 bd insyte¿ IV catheters were found to be damaged/frayed during use. The following information was provided by the initial reporter: "partial box of 50 lnsyte catheters returned their customer reported that they are not feeding correctly... The catheters sent back would not feed into the vein after venipucture. All staff placing catheters experienced this, not just one. A different lot number would feed fine, this took place over several weeks (we do surgery tues/thurs mornings)at first it was dismissed as a bad vein day/technique but other sizes or lot numbers would work just fine. I did look at a few of the catheter ends under the microscope, they appeared frayed? Unfortunately, several patients had several legs shaved to aid in eventual placement of a catheter."

Event description:
It was reported that 28 bd insyte¿ IV catheters were found to be damaged/frayed during use. The following information was provided by the initial reporter: "partial box of 50 lnsyte catheters returned their customer reported that they are not feeding correctly... The catheters sent back would not feed into the vein after venipucture. All staff placing catheters experienced this, not just one. A different lot number would feed fine, this took place over several weeks (we do surgery tues/thurs mornings)at first it was dismissed as a bad vein day/technique but other sizes or lot numbers would work just fine. I did look at a few of the catheter ends under the microscope, they appeared frayed? Unfortunately, several patients had several legs shaved to aid in eventual placement of a catheter."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 10-apr-2023 h6: investigation summary our quality engineer inspected the 28 representative samples submitted for evaluation. The reported issue of catheter defective / damaged was not confirmed upon inspection and testing of the samples. Analysis of the sample showed that there were no abnormalities or defects present on the samples. The samples were also functionally tested for cannula penetration and all samples performed as designed. Bd cannot determine a root cause for the event reported since the failure was not confirmed during the sample evaluations. Production records were reviewed, and this batch meets our manufacturing specification requirements.